Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found no issues with the function or operation of the unit or the door. No repairs were required and the unit was returned to service. A steris account manager offered in-service training to user facility personnel on the proper use and operation of their amsco 7052hp washer/disinfector, and is pending a response. No additional issues have been reported.

Event description:
The user facility reported an employee "obtained an injury while using the load side door" to their amsco 7052hp washer/disinfector. No details on the nature or extent of the alleged injury was provided. It is unknown if medical treatment was sought or administered.

Manufacturer narrative:
A steris account manager conducted in-service training with user facility personnel on the proper use and operation of their amsco 7052hp washer/disinfector, specifically, on proper loading techniques. No additional issues have been reported. Product problem was incorrectly selected in MDR. This has been correctly updated to adverse event.